Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined since the reportable malfunction was not confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to the olympus repair center for evaluation and the customer¿s reported problem of broken or defective components could not be confirmed. However, the inspection did confirm the rigid outer tube is deformed/bent, the image is blurry, and the inspection found the light guide connector is contaminated/corroded. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Additional 501(k): k897003/ k904939.

Event description:
Olympus was informed that the customer¿s wide angle autoclavable telescope light guide (lg) bundle is broken inside causing low illumination of the image and the insertion part is bent¿. The customer reported problem was found during regular inspection after a hysteroscopy procedure. The facility finished the procedure with another device without delay. No death or injury or harm was reported to olympus (patient was not under sedation). This report is being submitted to capture the broken lg bundle.